Manufacturer narrative:
The incident was investigated and the most probable root cause is that the patient head was not optimally positioned during the registration phase. There are no confirmations of device issue, the device operated with specification. (B)(4).

Event description:
It was reported that due to the head position of the patient the surgeon had to perform three times the patient registration.